Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 80, 120, 122 mg/dl. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been rpeorted. Note: customer has not been cleaning meter.